Manufacturer narrative:
Device not returned for evaluation. Internal investigation in process.

Event description:
Per sales rep the surgeon removed the plates and screws because the patient had an infection.